Event description:
The pt reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed loss of prime warnings associated with zero force and "no cartridge detected" warnings. The pump did not detect the cartridge during the load step, dispensed fluid, and emitted a "no cartridge detected" warning.